Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed presence of tortuosity and calcification in the patient's access vessels. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Per the IFU/training manuals, it states to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, it states that push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inability to introduce the esheath+ and the distal tip tear on the esheath+ were empirically confirmed based on review of the provided imagery and clarification from the field clinical specialist (fcs). A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the esheath+ during device unpacking or preparation. As reported, "the 14fr esheath+ was unable to be advance in the patient due to the artery being calcified. The artery was ballooned, but the esheath+ was still unable to be advanced into the aorta. Additional information was received revealing there was a small tear observed at the end of the esheath+ at the distal tip." Per evaluation of the imagery provided, calcification and tortuosity were present in the access vessels and aortic bifurcation. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Tortuosity can cause sub-optimal angles for sheath insertion, which may cause resistance. Sharp, calcified nodules within the patient access vessel can act as physical obstacles that can constrain the sheath increasing friction and leading to higher push force. Excessive manipulation and high push force applied to overcome resistance may exacerbate the interaction between the sheath tip and challenging patient anatomy, resulting in the distal tip tear. In this case, a definitive root cause was unable to be determined at this time; however, the available information suggests that patient factors (tortuosity and calcification) may have contributed to the reported resistance introducing the esheath+, while patient factors (tortuosity and calcification) and/or procedural factors (excessive manipulation and high push force) may have contributed to the reported distal tip tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the 14fr esheath+ was unable to be advance in the patient due to the artery being calcified. The artery was ballooned, but the esheath+ was still unable to be advanced into the aorta. A second 14fr esheath+ was prepared and there were no issues advancing the second esheath+ in the patient. Subsequently, additional information was received revealing there was a small tear observed at the end of the esheath+ at the distal tip. There was no patient injury.